Manufacturer narrative:
Event date was not reported and approximated (B)(6) 2021.

Event description:
It was reported that the ultra-sonic core (usc/msd) broke. During the use of an ekosonic kit 135cm 30cm tz catheter, the wire inside the catheter broke. There was no harm to the patient. Further information has been requested but was not available at the time of this report.